Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected and locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm during bolus delivery. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother performed troubleshooting for the no delivery alarm and was resolved by changing the reservoir and infusion set. The customer's mother performed fixed prime and manual prime and the insulin pump did not alarm. The reservoir will be returned for analysis.